Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the generator board was defective as the generating plate was damaged. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hf unit "esg-400" electrosurgical generator, presented error e433 during surgery. The error caused the equipment to restart, making it impossible to use. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event (see b5).

Event description:
According to the reporter, the malfunction occurred in the middle of a transurethral resection of the prostate (turp) procedure. The procedure was interrupted with a delay up to one hour. The customer reports, the patient was under general anesthesia, however; it was not possible to obtain additional information due to confidentiality. The generator was replaced to complete the procedure with the bipolar technology of the hospital. There were no additional details regarding the patient or event reported.